Event description:
It was reported that the patient had an onset pain around the ipg, left hip and down the left leg. The patient was provided multiple injections without relief. Additional information was received that the patient underwent an ipg explant procedure. The explanted ipg was discarded by the facility.

Event description:
It was reported that the patient had an onset pain around the ipg, left hip and down the left leg. The patient was provided multiple injections without relief.